Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetes ketoacidosis on (B)(6) 2018. Customer¿s high blood glucose level was 809 mg/dl at the time of hospitalization. Customer treated with insulin drip and fluids for high blood glucose. The product will not return for the analysis.